Event description:
Material#: 305180, batch#: 4178014, 4178025. Verbatim: rcc received a complaint via email. Dr., chief of the department of anesthesia at (B)(6), raised a concern regarding the bd blunt fill needles (ref: (B)(4). The clinical team observed that the needle is causing the rubber stopper on medication vials to core, resulting in pieces of rubber being transferred into the syringe. This poses a potential patient safety risk. The issue was noted with a specific lot no. 4178014 and 4178025. (B)(6) finds these lots clinical not suitable for use (reoccurring issue).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle is causing the rubber stopper on medication vials to core. To aid in the investigation, four hundred thirty samples in sealed packaging blisters from lot 4178014 were received for evaluation by our quality team. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed with 30x magnification, and no defects or imperfections were observed. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lots 4178014 and 4178025. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.